Event description:
The customer reported via the sales rep that the unit disassembled. It is further reported that the unit disassembled at the connection point when struck. It is further reported that all pieces were retrieved and that there were no adverse consequences.

Manufacturer narrative:
It is not known at this time if the device will be returned for eval. Add'l info has been requested, and if received, will be provided on a supplemental report.